Event description:
It was later reported that the location of the issue was unknown. It was noted that there was no investigation into the issue. No catheter segments were left in the intrathecal space. The patient was doing well at the time of report and was receiving effective therapy. The patient had no symptoms prior to the routine pump replacement.

Event description:
It was reported that at a normal pump replacement due to elective replacement indicator (eri), the catheter could not be aspirated and was not free flowing. The catheter occlusion occurred at an unknown location. It was determined at that time by the physician to replace the catheter. The medication dose was then decreased to 1 mg/day of hydromorphone. The product issue was resolved, but the cause was not determined. The patient¿s status at the time of report was alive ¿ no injury. The patient did not experience any symptoms as a result of the event. The pump was used to infuse hydromorphone at a concentration of 20mg/ml at a daily dose of 15mg/day. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. (B)(4).